Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 600 mg/dl resulting in hospitalization, permanent damage to the customers eyesight, and a ketone level identified as dangerous by a health care provider. Suspected cause was due to the customer¿s personal profile requiring adjustments. Customer was treated with intravenous fluids of saline and insulin to address the elevated bg. Customer updated their settings to address the event. The customer declined additional troubleshooting with tandem technical support; therefore no additional information could be obtained.